Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report an external ram crc error alarm and an after battery change alarm. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced and to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to leaking voltage. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.